Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, the foot was unable to be completely retracted, resulting in the device becoming stuck in the anatomy. Force was applied to remove the device and a guide break occurred. The guide was held together by the actuator wire. The foot was broken but remained attached to the actuator wire. The prostyle was slowly removed to avoid severe damage to the artery. No component of the device remained in the anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. The difficult to remove, and difficult to open or close could not be confirmed and could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties could not be determined. The subsequent treatments are due to the circumstances of the procedure. It is possible that tissue or suture was caught in the foot preventing the foot from closing. Manipulation of the device in this condition can lead to a guide break. Once the guide broke this would lead to the difficult to remove, and to the to the subsequent treatments. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code 2017 - improper procedure or method removed. B5 - describe event or problem.

Event description:
Subsequently to the initially filed emdr, the following information was corrected: the foot was not broken. No additional information provided.